Manufacturer narrative:
An investigation is underway by the MFR.

Event description:
It was reported that a crack in the center extrusion was found. No adverse consequence reported. It is currently unk if a cracked center extrusion poses a safety risk. An investigation is underway.